Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set, which was experienced during the evaluation at power up. Review of the event history log shows "clean load point #2" alarms, which were determined to be caused by a failed upstream sensor. The failed upstream sensor was replaced.